Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the motor device displayed an e2 error code when opening a hole with a compact speed reducer (perforator) device. The reporter stated that after following directions, the device was restarted but became very hot. During service and evaluation it was observed that the device was not functioning and there was no rotation. It was unknown if there was delay in the procedure due to the event. It was not reported if a spare device was available for use. It was reported that there was patient user involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.